Event description:
It was reported that an advantage fit transvaginal mesh was implanted in the patient. Six months after implantation, she experienced mesh erosion into the vagina. In 2019, during the covid-19 pandemic, surgery was scheduled for (B)(6) to remove the eroded mesh. However, the physician decided intraoperatively not to remove the mesh, instead repositioning it and securing it with additional sutures due to concerns about potential prolapse recurrence. This decision was not consistent with the patient's preoperative consent. Within five days post-surgery, mesh erosion recurred. The patient subsequently requested full mesh and sling removal and initially inquired about a human skin graft, but the surgeon advised against it, citing an extended recovery period. Dissatisfied with the outcome, the patient sought a second opinion and was referred to another specialist, who recommended complete mesh removal. On (B)(6) 2021, the mesh was removed. The delay in appropriate intervention reportedly resulted in severe vaginal scarring and three years of painful, impossible sexual intercourse for three years. On (B)(6) 2023, the sling was also removed due to ongoing pain at the sling site. Between (B)(6) 2023, the patient suffered from recurrent urinary tract infections and was prescribed betmiga to improve bladder function, which provided partial relief. In (B)(6) 2024, she underwent vaginal reconstruction and bladder botox treatment but subsequently developed urinary retention, confirmed through urodynamic testing. She was instructed to perform self-catheterization, which was initially assisted by her partner due to physical limitations. The treating physician later suggested that the patient may be a candidate for sacral neuromodulation therapy, contingent upon further weight loss. On (B)(6) 2024, she underwent gastric sleeve surgery and has since lost 20 kg, with an additional 10 kg weight loss recommended before patient's further evaluation for neuromodulation.

Manufacturer narrative:
Block b3 date of event: the exact event onset date is unknown. The provided event date of (B)(6) 2021, was chosen as a best estimate based on the date of mesh revision. Blocks d4, h4: the suspect device lot number is unknown; therefore, the lot expiration and device manufacture dates are unknown. Block d4 unique identifier (UDI) #: detailed product information was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block h6: the following imdrf patient codes capture the reportable events of: e2006 - erosion e2330 - pelvic pain e1310 - urinary tract infection. E1309 - urinary retention. The following imdrf impact codes capture the reportable events of: f1905 - vaginal mesh removal f1901 - additional surgery f2301 - additional device required.